Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Intraperitoneal hemorrhage [intra-abdominal haemorrhage] respiratory failure [respiratory failure]. Spontaneous bacterial peritonitis [peritonitis bacterial]. Aggravation of renal failure and hepatic failure [condition aggravated]. Aspiration pneumonia [pneumonia aspiration]. Pulmonary edema [pulmonary oedema]. Hepatic cirrhosis complicated [hepatic cirrhosis]. Dc beads were observed in testes. [Procedural complication] . Case description: initial information received on (B)(6) 2016: this spontaneous medical device case was received from a physician via the company distributor concerning male patient of an unspecified age. The patient's medical history and concomitant medications were not provided. The patient received dc bead (dose, lot number and expiration date unknown) as transcatheter arterial chemoembolization (tace) for multiple hepatocellular carcinoma (hcc) on an unknown date. On an unknown date, the patient died "by life." As a result of the autopsy, dc beads were noted in the patient's testes. "There was no organizational injury." At the time of patient's death the patient did not recover from the consequences of procedural complication the reporting physician considered the event of death as unrelated to dc bead. The company considers the event of death as serious (fatal) and the event of procedural complication as serious (medically significant). Additional information received on 23-feb-2016: on an unknown date in 2005, the patient was admitted to the second department of internal medicine in the reporting physician's hospital for decompensated cirrhosis due to hbv. Subsequently he was commuted to the hospital as an outpatient. In (B)(6) 2013 he was diagnosed with hepatocellular carcinoma (hcc) in the hepatic segment s7. In (B)(6) 2013 he underwent tace with lipiodol, and he was making satisfactory progress, but after that, recurrent hcc developed. On (B)(6) 2014, the patient underwent tace with dc bead. Subsequently, no particular recurrence of hcc was observed. Since 2015, patient's hepatic failure and renal failure gradually progressed and he presented repeatedly ascites and spontaneous bacterial peritonitis complicated. The patient was treated as an outpatient or as an inpatient. In (B)(6) 2015, the patient underwent an abdominal paracentesis in the outpatient department, and intraperitoneal hemorrhage was noted, and as consequence the patient was hospitalized. On (B)(6)2015, an aggravation of patient's renal and hepatic failure was observed, and hemodialysis was started. On an unknown date, an improvement of renal function was observed, but he presented pyrexia and peritonitis repeatedly. The hepatic cirrhosis complicated and the dialysis became insufficient. Patient's general condition was declined. On (B)(6)2015, after taking a meal the patient presented repeatedly vomiting and then his respiratory conditions rapidly aggravated. Imaging examination showed findings of aspiration pneumonia and pulmonary edema. He was started on antibiotic therapy but his respiratory conditions did not improve. On (B)(6)2015, the patient passed away due to chronic hepatorenal and respiratory failure. The reporting physician commented that the causes of death are considered to be the hepatic cirrhosis, the general condition aggravated associated with hepatorenal failure and pneumonia/pulmonary edema. Any side effects by dc bead were not observed. Additional information on 22-mar-2016: at the time of this report, although an additional follow-up was already received (23-feb-2016), further information is expected. Follow-up/final information will be provided by 30 calendar days. Case comment: the events of condition aggravated, respiratory failure, peritonitis bacterial, pneumonia aspiration, pulmonary edema, and hepatic cirrhosis are unlisted according to the current instruction for use for dc bead. Intra-abdominal haemorrhage and procedural complication are listed according to the current instruction for use for dc bead. In agreement with the assessment of the reporting physician, the company considers the events condition aggravated, respiratory failure, peritonitis bacterial, pneumonia aspiration, pulmonary edema and hepatic cirrhosis as not related to the use of dc bead but that the procedural complication as related to dc bead. The intra-abdominal haemorrhage presented by the patient occurred one year after dc bead administration, but his role cannot be ruled out. This patient died from hepatic cirrhosis, general condition aggravated associated with hepatorenal failure and pneumonia/pulmonary edema, the fact that beads were found in the testes indicates that there was at least some ectopic bead placement, this makes the event medically reportable. The events occurred a year after treatment, and are most likely due to the underlying condition, but given that some beads were found remotely, there was ectopic placement of beads, and product involvement cannot be ruled out.

Event description:
The patient died by life [death]. Dc beads were observed in testes. [Procedural complication] . Case description: initial information received on (B)(6) 2016: this spontaneous medical device case was received from a physician via the company distributor concerning male patient of an unspecified age. The patient's medical history and concomitant medications were not provided. The patient received dc bead (dose, lot number and expiration date unknown) as transcatheter arterial chemoembolization (tace) for multiple hepatocellular carcinoma (hcc) on an unknown date. On an unknown date, the patient died "by life." As a result of the autopsy, dc beads were noted in the patient's testes. "There was no organizational injury." At the time of patient's death the patient did not recover from the consequences of procedural complication. The reporting physician considered the event of death as unrelated to dc bead. The company considers the event of death as serious (fatal) and the event of procedural complication as serious (medically significant). Case comment: the events of death and procedural complication are listed according to the current instruction for use for dc bead. In agreement with the assessment of the reporting physician, the company considers the events of death as not related to the use of dc bead but that the procedural complication as related to dc bead. While this patient appears to have died from tumor progression, the fact that beads were found in the testes indicates that there was at least some ectopic bead placement, this makes the event medically reportable.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Intraperitoneal hemorrhage [intra-abdominal haemorrhage].respiratory failure [respiratory failure].spontaneous bacterial peritonitis [peritonitis bacterial].aggravation of renal failure and (B)(6) [condition aggravated].aspiration pneumonia [pneumonia aspiration].pulmonary edema [pulmonary oedema].(B)(6).dc beads were observed in testes. [Procedural complication].case description: initial information received on (B)(6) 2016: this spontaneous medical device case was received from a physician via the company distributor concerning male patient of an unspecified age. The patient's medical history and concomitant medications were not provided. The patient received dc bead (dose, lot number and expiration date unknown) as transcatheter arterial chemoembolization (tace) for multiple (B)(6) on an unknown date. On an unknown date, the patient died "by life." As a result of the autopsy, dc beads were noted in the patient's testes. "There was no organizational injury." At the time of patient's death the patient did not recover from the consequences of procedural complication the reporting physician considered the event of death as unrelated to dc bead. The company considers the event of death as serious (fatal) and the event of procedural complication as serious (medically significant). Additional information received on 23-feb-2016: on an unknown date in 2005, the patient was admitted to the second department of internal medicine in the reporting physician's hospital for decompensated (B)(6) due to (B)(6). Subsequently he was commuted to the hospital as an outpatient. In (B)(6) 2013 he was diagnosed with (B)(6) segment s7. In (B)(6) 2013 he underwent tace with lipiodol, and he was making satisfactory progress, but after that, recurrent hcc developed. On (B)(6) 2014, the patient underwent tace with dc bead. Subsequently, no particular recurrence of hcc was observed. Since 2015, patient's (B)(6) failure and renal failure gradually progressed and he presented repeatedly ascites and spontaneous bacterial peritonitis complicated. The patient was treated as an outpatient or as an inpatient. In (B)(6) 2015, the patient underwent an abdominal paracentesis in the outpatient department, and intraperitoneal hemhorrage was noted, and as consequence the patient was hospitalized. On (B)(6) 2015, an aggravation of patient's renal and (B)(6) failure was observed, and hemodialysis was started. On an unknown date, an improvement of renal function was observed, but he presented pyrexia and peritonitis repeatedly. The (B)(6) complicated and the dialysis became insufficient. Patient's general condition was declined. On (B)(6) 2015, after taking a meal the patient presented repeatedly vomiting and then his respiratory conditions rapidly aggravated. Imaging examination showed findings of aspiration pneumonia and pulmonary edema. He was started on antibiotic therapy but his respiratory conditions did not improve. On (B)(6) 2015, the patient passed away due to chronic (B)(6) and respiratory failure. The reporting physician commented that the causes of death are considered to be the (B)(6), the general condition aggrevated associated with (B)(6) failure and pneumonia/pulmonary edema. Any side effects by dc bead were not observed.case comment: the events of condition aggravated, respiratory failure, peritonitis bacterial, pneumonia aspiration, pulmonary edema, and (B)(6) are unlisted according to the current instruction for use for dc bead. Intra-abdominal haemorrhage and procedural complication are listed according to the current instruction for use for dc bead. In agreement with the assessment of the reporting physician, the company considers the events condition aggravated, respiratory failure, peritonitis bacterial, pneumonia aspiration, pulmonary edema and (B)(6) as not related to the use of dc bead but that the procedural complication as related to dc bead. The intra-abdominal haemorrhage presented by the patient occurred one year after dc bead administration, but his role cannot be ruled out. This patient died from (B)(6), general condition aggravated associated with (B)(6) failure and pneumonia/pulmonary edema, the fact that beads were found in the testes indicates that there was at least some ectopic bead placement, this makes the event medically reportable. The events occurred a year after treatemnt, and are most likely due to the underlying condition, but given that some beads were found remotely, there was ectopic placement of beads, and product involvement cannot be ruled out.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin is considered off-label use.

Event description:
Intraperitoneal hemorrhage [intra-abdominal haemorrhage]. Respiratory failure [respiratory failure]. Spontaneous bacterial peritonitis [peritonitis bacterial]. Aggravation of renal failure and hepatic failure [condition aggravated]. Aspiration pneumonia [pneumonia aspiration]. Pulmonary edema [pulmonary oedema]. Hepatic cirrhosis complicated [hepatic cirrhosis]. Tace performed with dc bead loaded with epirubicin hydrochloride [off label use]. Case description: initial information received on (B)(6) 2016: this spontaneous medical device case was received from a physician via the company distributor concerning a male patient of an unspecified age. The patient's medical history and concomitant medications were not provided. The patient received dc bead (dose, lot number and expiration date unknown) as transcatheter arterial chemoembolization (tace) for multiple hepatocellular carcinoma (hcc) on an unknown date. On an unknown date, the patient died "by life." As a result of the autopsy, dc beads were noted in the patient's testes. "There was no organizational injury." At the time of patient's death the patient did not recover from the consequences of procedural complication the reporting physician considered the event of death as unrelated to dc bead. The company considers the event of death as serious (fatal) and the event of procedural complication as serious (medically significant). Additional information received on 23-feb-2016: on an unknown date in 2005, the patient was admitted to the second department of internal medicine in the reporting physician's hospital for decompensated cirrhosis due to (B)(6). Subsequently he was commuted to the hospital as an outpatient. In (B)(6) 2013 he was diagnosed with hepatocellular carcinoma (hcc) in the hepatic segment s7. In (B)(6) 2013 he underwent tace with lipiodol, and he was making satisfactory progress, but after that, recurrent hcc developed. On (B)(6) 2014, the patient underwent tace with dc bead. Subsequently, no particular recurrence of hcc was observed. Since 2015, patient's hepatic failure and renal failure gradually progressed and he presented repeatedly ascites and spontaneous bacterial peritonitis complicated. The patient was treated as an outpatient or as an inpatient. In (B)(6) 2015, the patient underwent an abdominal paracentesis in the outpatient department, and intraperitoneal hemhorrage was noted, and as consequence the patient was hospitalized. On (B)(6) 2015, an aggravation of patient's renal and hepatic failure was observed, and hemodialysis was started. On an unknown date, an improvement of renal function was observed, but he presented pyrexia and peritonitis repeatedly. The hepatic cirrhosis complicated and the dialysis became insufficient. Patient's general condition was declined. On (B)(6) 2015, after taking a meal the patient presented repeatedly vomiting and then his respiratory conditions rapidly aggravated. Imaging examination showed findings of aspiration pneumonia and pulmonary edema. He was started on antibiotic therapy but his respiratory conditions did not improve. On (B)(6) 2015, the patient passed away due to chronic hepatorenal and respiratory failure. The reporting physician commented that the causes of death are considered to be the hepatic cirrhosis, the general condition aggravated associated with hepatorenal failure and pneumonia/pulmonary edema. Any side effects by dc bead were not observed. Additional information on 22-mar-2016: at the time of this report, although an additional follow-up was already received (23-feb-2016), further information is expected. Follow-up/final information will be provided by 30 calendar days. Additional information received on 28-mar-2016: the physician reported that on (B)(6) 2014, tace was performed with dc bead (100-300 microm, loaded with epirubicin hydrochloride 50 mg) 0.03 vial (0.6 ml/20ml). A microcatheter was superselectively inserted into hcc about 10 mm in size. Pre-tace findings included: number of tumors 1; tumor size (maximum diameter): 10 mm; bypass: none tace-related background: degree of embolization (rate of disappearance of the contrast medium, 5 heartbeats as a reference): slow; embolization site and range: s7/peripheral the physician confirmed that, at the time of this report, the patient underwent two tace including the current one (once with the product). He also reported that hepatic failure and chronic hepatic failure during the clinical course were due to progression of hepatic cirrhosis. After tace was performed with dc bead on (B)(6) 2014, there was no unexpected aggravation of hepatic failure, in which the relationship with the product could not be ruled out. The physician reported that the cause of death was chronic hepatorenal failure and aspiration pneumonia and that there was no association between death and the drug loaded on dc beads (epirubicin hydrochloride). Although as a result of the autopsy dc beads were noted in the patient's testes (non-target embolization) the physician in charge of ivr (interventional radiology) commented that dc beads were unlikely to move to any area other than the liver. The patient did not recover from the effects of this non-target embolization (procedural complication) before his death. Additional information received on 13-apr-2016: in this case, it was reported that granular materials in the testes had been seen in the autopsy performed to confirm the patient's cause of death. However, it is considered that there is no rational basis to determine that the granular materials were the product (dc bead) for the following reasons. Hemodynamically, even if the product was repositioned from the hepatic artery, it is impossible to reasonably explain that the product regurgitated in the celiac artery and could be seen in the testes only, via the abdominal aorta, the testicular artery or deferential artery. The granular material indicated was only one piece. The granular material was not analyzed for the constituents, and there is no conclusive evidence to prove that the granular material was dc bead. In terms of therapeutic contents and from a medical point of view, both the patient's primary doctor (internist) and the doctor of ivr (interventional radiology) who performed tace denied that the granular material was dc bead. The procedure of tace was a selective one using a tiny amount of the product (dc bead 0.06 ml (0.03 vial)), and it was confirmed by imaging that successful embolization was achieved. Before the treatment procedure was done, it was confirmed that there was no bypass. The granular material was talked as a conversation in the autopsy findings review meeting, but both the patient's doctor and the doctor who performed tace confirmed that the granular material was not described in the autopsy report. It is difficult to collect information from the speaker (pathologist) who participated in the autopsy findings review meeting and obtain the postmortem report. No additional information is expected. The case is considered final. Case comment: this case documents an off-label use of dc bead since deb-tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. The events of condition aggravated, respiratory failure, peritonitis bacterial, pneumonia aspiration, pulmonary edema, and hepatic cirrhosis are unlisted according to the current instruction for use for dc bead. Intra-abdominal haemorrhage is listed according to the current instruction for use for dc bead. In agreement with the assessment of the reporting physician, the company considers the events condition aggravated, respiratory failure, peritonitis bacterial, pneumonia aspiration, pulmonary edema and hepatic cirrhosis as not related to the use of dc bead. The intra-abdominal haemorrhage presented by the patient occurred one year after dc bead administration, but his role cannot be ruled out. This patient died from hepatic cirrhosis, general condition aggravated associated with hepatorenal failure and pneumonia/pulmonary edema. The events occurred a year after treatment, and were most likely due to the underlying condition, but product involvement cannot be ruled out.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin is considered off-label use.

Event description:
Intraperitoneal hemorrhage [intra-abdominal haemorrhage]. Respiratory failure [respiratory failure]. Spontaneous bacterial peritonitis [peritonitis bacterial]. Aggravation of renal failure and hepatic failure [condition aggravated]. Aspiration pneumonia [pneumonia aspiration]. Pulmonary edema [pulmonary oedema]. Hepatic cirrhosis complicated [hepatic cirrhosis]. Dc beads were observed in testes (non-target embolization) [procedural complication]. Tace performed with dc bead loaded with epirubicin hydrochloride [off label use] . Case description: initial information received on (B)(6) 2016: this spontaneous medical device case was received from a physician via the company distributor concerning a male patient of an unspecified age. The patient's medical history and concomitant medications were not provided. The patient received dc bead (dose, lot number and expiration date unknown) as transcatheter arterial chemoembolization (tace) for multiple hepatocellular carcinoma (hcc) on an unknown date. On an unknown date, the patient died "by life." As a result of the autopsy, dc beads were noted in the patient's testes. "There was no organizational injury." At the time of patient's death the patient did not recover from the consequences of procedural complication the reporting physician considered the event of death as unrelated to dc bead. The company considers the event of death as serious (fatal) and the event of procedural complication as serious (medically significant). Additional information received on 23-feb-2016: on an unknown date in 2005, the patient was admitted to the second department of internal medicine in the reporting physician's hospital for decompensated cirrhosis due to (B)(6). Subsequently he was commuted to the hospital as an outpatient. In (B)(6) 2013 he was diagnosed with hepatocellular carcinoma (hcc) in the hepatic segment s7. In (B)(6) 2013 he underwent tace with lipiodol, and he was making satisfactory progress, but after that, recurrent hcc developed. On (B)(6) 2014, the patient underwent tace with dc bead. Subsequently, no particular recurrence of hcc was observed. Since 2015, patient's hepatic failure and renal failure gradually progressed and he presented repeatedly ascites and spontaneous bacterial peritonitis complicated. The patient was treated as an outpatient or as an inpatient. In (B)(6) 2015, the patient underwent an abdominal paracentesis in the outpatient department, and intraperitoneal hemorrhage was noted, and as consequence the patient was hospitalized. On (B)(6) 2015, an aggravation of patient's renal and hepatic failure was observed, and hemodialysis was started. On an unknown date, an improvement of renal function was observed, but he presented pyrexia and peritonitis repeatedly. The hepatic cirrhosis complicated and the dialysis became insufficient. Patient's general condition was declined. On (B)(6) 2015, after taking a meal the patient presented repeatedly vomiting and then his respiratory conditions rapidly aggravated. Imaging examination showed findings of aspiration pneumonia and pulmonary edema. He was started on antibiotic therapy but his respiratory conditions did not improve. On (B)(6) 2015, the patient passed away due to chronic hepatorenal and respiratory failure. The reporting physician commented that the causes of death are considered to be the hepatic cirrhosis, the general condition aggravated associated with hepatorenal failure and pneumonia/pulmonary edema. Any side effects by dc bead were not observed. Additional information on 22-mar-2016: at the time of this report, although an additional follow-up was already received (23-feb-2016), further information is expected. Follow-up/final information will be provided by 30 calendar days. Additional information received on 28-mar-2016: the physician reported that on (B)(6) 2014, tace was performed with dc bead (100-300 microm, loaded with epirubicin hydrochloride 50 mg) 0.03 vial (0.6 ml/20ml). A microcatheter was superselectively inserted into hcc about 10 mm in size. Pre-tace findings included: number of tumors 1; tumor size (maximum diameter): 10 mm; bypass: none tace-related background: degree of embolization (rate of disappearance of the contrast medium, 5 heartbeats as a reference): slow; embolization site and range: s7/peripheral the physician confirmed that, at the time of this report, the patient underwent two tace including the current one (once with the product). He also reported that hepatic failure and chronic hepatic failure during the clinical course were due to progression of hepatic cirrhosis. After tace was performed with dc bead on (B)(6) 2014, there was no unexpected aggravation of hepatic failure, in which the relationship with the product could not be ruled out. The physician reported that the cause of death was chronic hepatorenal failure and aspiration pneumonia and that there was no association between death and the drug loaded on dc beads (epirubicin hydrochloride). Although as a result of the autopsy dc beads were noted in the patient's testes (non-target embolization) the physician in charge of ivr (interventional radiology) commented that dc beads were unlikely to move to any area other than the liver. The patient did not recover from the effects of this non-target embolization (procedural complication) before his death. Case comment: this case documents an off-label use of dc bead since deb-tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. The events of condition aggravated, respiratory failure, peritonitis bacterial, pneumonia aspiration, pulmonary edema, and hepatic cirrhosis are unlisted according to the current instruction for use for dc bead. Intra-abdominal haemorrhage and procedural complication are listed according to the current instruction for use for dc bead. In agreement with the assessment of the reporting physician, the company considers the events condition aggravated, respiratory failure, peritonitis bacterial, pneumonia aspiration, pulmonary edema and hepatic cirrhosis as not related to the use of dc bead but that the procedural complication as related to dc bead. The intra-abdominal haemorrhage presented by the patient occurred one year after dc bead administration, but his role cannot be ruled out. This patient died from hepatic cirrhosis, general condition aggravated associated with hepatorenal failure and pneumonia/pulmonary edema, the fact that beads were found in the testes indicates that there was at least some ectopic bead placement, this makes the event medically reportable. The events occurred a year after treatment, and were most likely due to the underlying condition, but given that some beads were found remotely, there was ectopic placement of beads, and product involvement cannot be ruled out.